Event description:
The user stated the pre-clean needle was broken off and fluid leaked onto the floor in a walkway. No one was injured. The event did not cause any erroneous results.

Manufacturer narrative:
The field service rep confirmed the needle was broken and replaced it. He noted the instrument was then performing within specifications. He ran calibration and qc to verify the analyzer performance with results within specifications.